Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the pulse generator had not reached end of service. The patient reports that their seizures are no longer under control with the vns therapy and that they no longer feel device stimulation. The patient underwent generator replacement surgery 18 months prior, at which time intraoperative device diagnostic testing was within normal limits, indicating proper device function at that time. It was reported that the patient had not suffered any recent trauma or injury that may have damaged the ncp system. Lead break is suspected.